Manufacturer narrative:
Continuation of d11: product ID 8781, serial# (B)(6), implanted: (B)(6) 2019, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-mar-10, additional information was received from the manufacturer representative (rep). The rep provided sn; (B)(6). Device registry search for the provided patient name identified sn; (B)(6). It was requested what further actions have been taken or scheduled. The rep stated, "believe stated patient had a positive side port study meaning csf was not withdrawn to ensure patency".

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an unspecified patient who was receiving baclofen at an unknown dose and concentration via an implantable infusion pump for an unspecified indication for use. It was initially reported on (B)(6) 2020 that the patient was experiencing increased spasticity and the catheter was possibly in the subdural space. The company representative was asked about the efficacy of a catheter in the subdural space versus the intrathecal space. It was noted that the implanting physician had seemed to be targeting the subdural space. The catheter appeared to be in the subdural space with the contrast not layering dependently in the cerebrospinal fluid (csf). The patient was having another catheter access port dye study next week. No further complications were reported. Additional information was received via a company representative on 2020-feb-27. The day the increased spasticity was first noticed was the day the company representative was asked a question about catheter placement ((B)(6) 2020). Regarding the cause of the increase spasticity / catheter having been placed in the subdural space, it was unknown if it was intentional or not. The company representative had not covered the case and had no relationship with the surgeon. The company representative had met with the patient and managing physician, and he repeated the side port access on (B)(6)2020 and could not access cerebrospinal fluid. He had given the patient the option to go for another surgery to repair the catheter placement or to remain on orals. It was indicated that the patient needed more time to think about it.